Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the neck portion of the implant fractured. Implant was completely removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® implant 4 x 13mm (oss413) was returned for inspection. Visual evaluation of the returned device notes that the implant is covered in a large volume of bone at the threads, and fractured at the collar into two pieces. No pre-existing conditions were noted on the per. The reported product was located on tooth # 36 (fdi) and used for approximately 17 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 179181. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (179181) for similar event and no other complaint was identified within the past two years. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (oss413). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The osseotite® implant 4 x 13mm (oss413) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the product experience report(per). The reported product was located on tooth # 36 (fdi) and used for approximately 17 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 179181. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (179181) for similar event and no other complaint was identified within the past two years. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (oss413). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'